Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event, but the issue was identified when the system was started. No patient or user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Troubleshooting determined that the flexvision pc would not power on. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and a hard disk drive (hdd) and installed the operating system (os) and applications (apps). The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement of the flexvision pc and hdd and installation of the os and apps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc and the hard disk. The device was returned to expected functionality.